Event description:
A malfunction alarm was reported, indicated by malfunction code 9. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg had not yet been addressed. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump.